Event description:
As reported by the user facility: details of complaint (reported issue): "we have a group of these 3 way stopcocks received that are defective. If you look closely there is a defect on the tip that attaches to the patients IV line. This is the first batch we have seen that are defective." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos and sample, it was observed that the three-way stopcock has a defect to the tip of the male lure. A deformation at the lla-cone was observed. The sample is not within specification; the reported defect is confirmed. Retained samples were checked and visual inspection showed that all samples met the requirements and no irregularities were detected. While the reported defect was observed, an exact root cause could not be determined. Further evaluation is taking placed based on this complaint/defect. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for investigation. Upon evaluation of the photographs, it was observed the three- way stopcock had a molding defect. The reported concern was confirmed. Without the actual sample the cause of the deformed male luer cannot be clarified conclusively. The review of the manufacturing documentation revealed that no irregularities or deviations occurred during batch production. The retained samples were evaluated, and visual inspection showed that all samples met the requirements and no irregularities were detected. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.